Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared in pump history before issue was resolved. There was no reported impact to the customer¿s blood glucose level. Customer did not change charging supplies, pump did not shut down or lose ability to turn on, and battery later began charging on its own so no further assistance was required.